Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have contributed to the driveline communication faults observed in the submitted log files. The heartmate 3 modular cable was returned in used condition. Examination of the outer jacket revealed a gray discoloration along the length of the cable. No signs of damage (cuts, holes, tears, etc.) Were observed in the outer jacket. The inline and controller connector bend reliefs were discolored dark brown/gray but were otherwise unremarkable. The controller connector and inline connector pins were unremarkable. Review of the submitted controller event log file captured intermittent driveline communication b faults on 29jan2026. The faults did not persist long enough to activate an alarm. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump for approximately 1 hour. The driveline communication fault was unable to be reproduced. The modular cable was then tested to evaluate the integrity of its wires. The modular cable did not pass electrical testing, even after cleaning of the pins. Electrical continuity testing of the modular cable was performed with a test bulkhead and test distal pump cable segment. No discontinuities or shorts were induced during this testing. After functional testing, the outer driveline layers were removed, and the underlying layers of the cable were inspected. The underlying armor and bionate layers appeared unremarkable. Upon removal of the bionate layer, the wires were inspected under the microscope. Breaches in the insulations of the yellow and brown wires were observed approximately 2.5¿ and 3.0" from the controller connector, respectively, exposing the underlying conductors. The exposed conductor on the yellow communication wire would have contributed to the reported driveline communication b fault. Inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The relevant sections of the device history records for modular cable, lot # 8894603 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvas, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for routine review. Following review, it appeared that the event log captured intermittent driveline communication b fault alarms on (B)(6) 2026. Tech services recommended that the site exchange the modular cable and system controller. It did not appear that the motor function was affected by the event. It was later stated by the site that the modular cable was replaced and the exchange was tolerated well.